Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review and evaluation of the returned product determined that it had been previously used, as there were traces of fluid in the suction and lavage tubing. The battery back was not returned, but functional testing was performed using a lab battery. Functional testing found the device operated normally, but the tip lock slid easily. Dimensional analysis using digital calipers found all measurements were within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(4).

Event description:
It was reported that during the surgery, the tip lock had slid easily due to the vibration of the handpiece during working, subsequently the tip came off from the handpiece. There was a delay of 0-15 minutes to prepare an alternate device. No adverse event was reported as a result of this malfunction.